Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Email address: unknown/not provided, as information was asked but not provided. Initial reporter telephone number:(B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after iol was implanted into the eye, there was a scratch on the front surface of the lens. The iol was removed and replaced. Incision was enlarged and sutures were required. During the removal, the anterior capsule tore. No further intervention performed. No further information available.